Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patients ipg was no longer working. It was mentioned that the patient was not getting a relief which they had adjusted several times and simply just not working. The patient will undergo an explant procedure.

Event description:
A report was received that the patients ipg was no longer working. It was mentioned that the patient was not getting a relief which they had adjusted several times and simply just not working. The patient will undergo an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8336-70; serial number: (B)(4); batch/lot number: 20227312; model/catalog description: covered ge 32 surgical lead kit 70 cm a review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was no longer working. It was mentioned that the patient was not getting a relief which they had adjusted several times and simply just not working. The patient will undergo an explant procedure.